Manufacturer narrative:
By checking the manufacturing charts of the involved lot #2020298, no pre-existing anomaly was found on a total of 20 items manufactured with the same lot#. According to our records, at least 17 out of 20 glenospheres with lot #2020298 - ster. 2000344 have been implanted and this is the only complaint received on this lot #. Explanted items were not available to be returned to limacorporate for further analysis. X-rays analysis limacorporate received a total of two x-rays referring to pre-op revision surgery. The x-rays - dated (B)(6) 2021 - have been evaluated by a medical consultant. Following, the medical consultant comment: "the radiographs look okay, but you can never really be sure about humerus torsion and glenoid version on these projections. Instability is one major source of complication after rsa, soft tissue tension, status of remaining rotator cuff, status of deltoid muscle are very important, but invisible on radiographs. I cannot see any implant related failure here". According to the performed analysis, and considering that: check of manufacturing charts highlighted no anomalies on the total number of components manufactured with lots #2020298; according to the medical expert, no implant related failure is visible on the radiographs; we can state that the event was not product related. Pms data: according to limacorporate pms data, revision rate of smr reverse implants due to dislocation is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final MDR.

Event description:
Shoulder revision surgery of a smr reverse prosthesis performed on (B)(6) 2021, due to implant dislocation. It was reported that the patient noticed pain one day after rolling over (in bed or similar). According to the complaint source, this might have caused the issue, however it was not clear if this just occurred around the same time the dislocation occurred. The following components were removed: smr glenosphere ø 36mm (product code 1374.09.111, lot #2020298 - ster. 2000344). Smr reverse liner + 6 mm (product code 1360.50.020, lot #18at1su - ster. 1800311) - product not sold in the us. Smr small-r connector +4 (product code 1374.15.314, lot #2103112 - ster. 2103112). A new 44mm glenosphere was implanted. Previous surgery took place on (B)(6) 2021. Patient is a male, (B)(6). Event happened in (B)(6).